Event description:
It was reported to the manufacturer that the vns patient's device could not be interrogated at an office visit. It is unknown if the generator is believed to be at end of service. The patient's device was replaced and the explanted generator has been returned to the manufacturer for product analysis. Product analysis is currently pending. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.